Event description:
It was reported by dealer that the metal support bars that hold the seat on the 9630-1 commode are broken off. Dealer states the customer purchased 3/19/15. Dealer gave lot number 028698114522, which is invalid. No further information provided.